Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient's skin was becoming thin at the ipg site. The physician determined that the muscles were pushing the ipg against the skin. The patient underwent a procedure to remove some tissue from the pocket area. The patient is reportedly doing well.